Event description:
It was reported that before this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, it was found to be at ten percent battery. Technical services reviewed the case and recommended not to implant this product and use another s-ICD for the procedure. The s-ICD was not used for the implant procedure. No patient involvement.

Event description:
It was reported that before this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, it was found to be at ten percent battery. Technical services reviewed the case and recommended not to implant this product and use another s-ICD for the procedure. The s-ICD was not used for the implant procedure. No patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that before this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, it was found to be at ten percent battery. Technical services reviewed the case and recommended not to implant this product and use another s-ICD for the procedure. The s-ICD was not used for the implant procedure. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies; the device was still sealed in the package. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.